Manufacturer narrative:
Evaluation statement: the reported event of a check IV set alarm could not be confirmed. No product, or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that channel a alarmed for ¿check IV set" when changing the sedation IV set. Two other sets were used, however, the error continued. The channel was replaced, and the error resolved. There was no report of patient harm. The facility¿s biomed evaluated the devices, and replaced the ¿check IV set assembly¿.